Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the part found that the device had fractured into two fragments proximal to the medial side of the central post feature. The device also exhibits signs of repeated use including nicks, scratches and gouges along all of its surfaces. Dimensional analysis of the condylar thickness was measured and found to conforming to print specifications where measured. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the provisional was found to be chipped, during a tray check outside of procedures. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.